Event description:
The accounts maintenance stated that the head end cross tube cracked, fell off the stretcher causing the sleep deck to drop.

Manufacturer narrative:
Repairs have not been completed.